Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 3778-45 (serial: (B)(6), product type: 0200-lead; implant date (B)(6) 2007, explant date (B)(6) 2020, brand name ; product ID 3778-45 (serial: (B)(6), product type: 0200-lead; implant date (B)(6) 2007; explant date (B)(6) 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient's 2nd implant was replaced after 4 years and patient did not know why it was replaced. Patient did noted that the hcp was late that day and didn't change the leads. Patient stated the battery worked for a year or so then the hcp had it out. Patient quit going to see their hcp and agent had difficulty gathering information/understanding patient but patient mentioned their back hurt and the hcp messed up. Agent attempted to clarify information and patient stated they got a very bad back and they had 3 back operations not related to the implants. Patient stated they had 2 systems and 3 batteries. Patient stated when the last system was put in they also operated on day 2 and put in a second set of steel rods in their spine. Patient stated for their current implant all the leads were new because the previous leads weren't good. Patient stated their 1st and 2nd implant were in the front or stomach. Agent made an outbound c all and left a voicemail for patient to call back for agent to collect event date.